Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: correction: d4: the serial number and primary UDI number has been corrected.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: repair level 3 major repair, other, damages caused by customer, outer tube damaged, needle, outer tube dent(s), outer tube bent, outer tube damaged, distal tip, high voltage flashover from electrode, illumination, distal tip fiber damaged deep fiber damaged, particulate, optics, particulate under distal lens, particulate under proximal lens, optical system, optical components, broken lenses in optical system, distal cover glass/negative damaged, cracked/broken negative, cosmetic issue, scratches/dents, engraving/identification, datamatrix code level c. Labeling: illegible etch, visual: scratched/nicked, broken (2+ pieces): chipped/shaved/delaminated and visual: deformed/bent. Per service reports, this complaint was confirmed. Based on the investigation findings, the potential root cause is traced to component failure from wear. It has been determined that no corrective and/or preventative action is proposed and there is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during in-house engineering evaluation, it was determined that the 4k c-mnt scp, 4.0, 30, 167, mitek device was broken (2+ pieces): chipped/shaved/delaminated. It was initially reported that during an unspecified surgical procedure, it was discovered that the 4k c-mnt scp, 4.0, 30, 167, mitek device had a scratch on the scope lens and the camera would not focus. It was further reported that there was no issue with the light cord. It was not reported if there were any delays to the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.